Event description:
It was reported that the patient presented with a suspected pocket infection and the system was explanted. Cultures collected from the pocket and bloodstream were negative for any bacterial growth. An allergic reaction was suspected. The patient received a new system one month post explant and is reportedly doing well with the new system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.